Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The reported issue is a known anomaly that is addressed in the software release notes for the application software.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed a low system memory error message. The reported message appeared after the representative imported tracks and generated brain and tumor models. The reported issue occurred prior to registration. The representative removed 3 tracts and older patient exams to restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.